Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited an unknown product performance anomaly. The boston scientific technical services consultant discussed lead longevity and referred the patient to the following physician and to the manufacturer of the non boston scientific pacemaker for further questions. As of this time, this ra lead remains in service. No adverse patient effects were reported.